Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported, "caller states she had a PICC placed for cancer treatments in 2022, states that her PICC was pulled out about an inch and the clinicians were unsure how to proceed. Caller states they left it like that but should they push it back in? Should they perform an x-ray? Response: explained that bd does not have a recommendation for pushing a catheter back into the arm or vessel if it comes out. Recommended she talk to the md about an x-ray to determine PICC tip placement even though it seems to be working fine."